Event description:
Pt was revised due to loosening of the femoral stem and acetabular shell, cement debonding and minimal poly wear of the liner. The cement debonding was the stem only, competitor's cement. The loosening of the shell was due to no boney ingrowth, fibris ingrowth present only.